Event description:
A nurse reported that irrigation/aspiration was not sucking out during cataract surgery (with intraocular lens implant) surgery. Patient impact was not reported.

Manufacturer narrative:
G.9. This report originally filed as MDR number from 1644019-2024-02353. A sample was not received at the manufacturing site for evaluation for the report that irrigation/aspiration was not sucking out during surgery; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).